Event description:
This spontaneous report of a non-serious, unlabeled event (post-inflammatory hyperpigmentation) is being submitted as a 10-day report. A physician reported that a female patient received injections of restylane injectable gel (injectable dermal filler) in and around the lips and in the triangular areas below the corners of the mouth (under lower lip) bilaterally in 2007. Anesthesia pre-procedure included lidocaine 1% injection (mental nerve block), topical betacaine/lidocaine/tetracaine, and l.m.x. 4 (lidocaine 4%) topical anesthetic cream. Additional procedures at the time of restylane treatment included application of vitalize peel (alpha hydroxy acid/beta hydroxyl acid/ resorcinol/retinoic acid). Medical history included 2 applications of vitalize peel over the previous 8 weeks at 4-weeks intervals without incident. Concomitant medications included adderall xr (amphetamine/dextroamphetamine) capsules (strength unspecified). On four days later, the patient developed erythema in the triangular areas below the corners of her mouth and bruising (injection site bruising) at the sites of restylane injection. She also developed soreness (injection site pain) and acne-like papules (implant site papules) around the chin area and the sites of injection. On two days later, the patient was reportedly "doing fine" with "minimal bruising," although she was experiencing soreness and irritation of the chin in the area where vitalize peel was applied. On eight days later, the patient was examined by the physician, who assessed the erythema as post-inflammatory hyperpigmentation (post inflammatory pigmentation change) related to restylane treatment. The patient received a potassium titanyl phosphate laser treatment the same day with some improvement in the redness. 05/07/2007, the patient received a second laser treatment, which resulted in no improvement. As of the following month, the hyperpigmentation (described as red-purple areas) persisted, and the patient was prescribed an unspecified topical steroid foam.